Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the application not launching. The technical support specialist remoted into station and verified that medapplication is successfully launched after reboot. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station stuck at the blue carefusion screen. The customer stated that there was a delay in accessing medication since they manged to get the medicines from nearby station. There were no adverse events or injuries reported based on this incident.